Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced flex joint on universal surgical manipulator (usm) 3 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The flex joint was analyzed. Failure analysis confirmed the reported issue upon reviewing the fields logs but could not replicate it. The unit was installed onto a system and was able to function as intended with no errors. Visual inspection did not find any factor that could be related to the reported event. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to an electric defect of a brake assembly in a usm flex joint.

Event description:
It was reported that prior to the start of a da vinci-assisted mitral valve repair surgical procedure and prior to ports placement, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that a repeated recoverable error 32100 occurred on the universal surgical manipulator (usm) 3 while draping. The error indicated flex joint issue. The customer swapped out the patient side cart (psc) to continue with the procedure. There was no reported injury.